Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at 3 atmospheres for 5 seconds upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. The patient is in good condition after the procedure.